Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Downstream occlusion testing was performed per the spectrum preventive maintenance procedure with the unit passing. During evaluation, it was also observed that the device was unable to restart after the downstream occlusion was cleared. The downstream sensor was replaced and the device performed as expected. At this time, the date of event is unknown.

Event description:
It was reported that a pump alarmed constantly for a downstream occlusion.